Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause for the system error was due to the defective processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in 2004 and is 18 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data showed the system error 136 (internal parameter corrupted) error message, thus confirming the reported complaint. Also, unrelated to the reported complaint, the archive showed the presence of user advisory (ua) 12 (lifeband not present) error message, however, all error was cleared by the customer. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the defective processor board needs to be replaced. The last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in autopulse 1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label stating "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with serial number 10610. Date of event is unknown.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.